Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02620. Not returned by hospital.

Event description:
It was reported that patient underwent a hip revision procedure approximately ten years post-implantation due to pain. During the procedure, the modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. One m2a 38mm mod hd +3mm nk item# 11-173663 lot# 785330 and one cup were returned and evaluated. Upon visual inspection cup has scuffing on the inner radius along with some debris on the od. The returned head has scuffing on the od along with an indentation on the face. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was able to be confirmed due medical records/radiographs that were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision procedure approximately ten years post-implantation due to discomfort, audible noise, and elevated metal ion levels, osteolysis, and osteopena. It was noted that the post operative diagnosis was adverse local tissue reaction. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a hip revision procedure approximately ten years post-implantation due to discomfort, audible noise, and elevated metal ion levels. It was noted that the post operative diagnosis was adverse local tissue reaction. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.